Manufacturer narrative:
Section h3 no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was implanted in the patient's left eye at 93 degrees. At one day post-op, -1.00+1.50x120 20/25 and lens axis 89 degrees. On day # 8 post op, -2.50 +3.50 x119 20/20, lens at 63 degrees, (se) spherical equivalent -.75, decide to do a lens exchange to achieve se (spherical equivalent) of zero. Suspect iol was explanted on (B)(6) 2024. This was replaced with the same model lens 1.0d power size lower than the original iol. The replacement iol was implanted at 98 degrees. Surgery was completed successfully. There was no capsular tear, no incision enlargement, no vitrectomy, no sutures and no different medications. When the lens is in the correct position, the patient does well as she was. However, a few days later replacement lens rotated again. This report is for the initial intraocular lens that was explanted. A separate report is being submitted for the replacement iol that also rotated.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on apr 8, 2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification was performed on the suspect product. The lens was found cut in half and coated in viscoelastic residue. The lens was cleaned and inspected, and no issues were observed that could cause or contribute to the complaint issue reported. No further evaluation was performed. The cut lens was observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.